Event description:
It was reported that on: (B)(6) 2014: the patient was preoperatively diagnosed with: scoliosis correction. The patient underwent the following procedure: 1. Stage 2: t10 to ilium decompression and fusion. 2. L5 to s1 transforaminal lumbar interbody fusion. As per operative notes, ¿the patient was brought to the operating theatre on (B)(6) 2014. And a #10 scalpel blade was then used to cut through the dermis. We started at the t10 level. Under fluoroscopy guidance, we then used the high-speed midas rex drill and placed our pedicle screw entry points at t10. After that placed the pedicle screw under fluoroscopic imaging. This was done all the way down to the s1 level. On the left side at the l1 level, we were not able to place a pedicle screw because of a bridge medially. In addition, we were not able to place one at l5 because of a bridge as well. After placing screw then focused our attention on undertaking the transforaminal lumbar interbody at the l5-s1. We found that the l5 nerve root was quite large and exited quite low below the pedicle of l5. Then decided to place the spacer on the left side. Using the nerve root retractor, we then retracted the nerve root. After that we used different t shaver sizes starting from 7mm all the way up to 13mm. We then decided to place bmp as well as graft on anteriorly at the disc space. Once this was done, we then decided to focus on the iliac bone screw. Using the high speed drill, we then placed the elct bolt entry point under imaging. We then placed a 8x100 mm iliac bolt screw on the right, and a 8x90 mm iliac bolt screw on the left. We then used a connector to connect the iliac bolt screw to the rest of the rod. Once this was done, we then proceeded to remove the facets at the l3-4, l2-3 using the high-speed drill. Once we were satisfied that pedicle tract was satisfactory, we then placed the pedicle screw under fluoroscopic imaging. This was done all the way down to the s1 level. On the left side at the l1 level, we were not able to place a pedicle screw because of a bridge medially. In addition, we were not able to place one at l5 because of a bridge as well. Once all our lumbar, thoracic, and s1 screws were placed, we then focused our attention on undertaking the transforaminal lumbar interbody fusion at the l5-s1. As such, we also used the pituitary rongeur to remove any disc fragments. We decided on a 13 mm spacer. We then decided to place bmp as well as graft on anteriorly at the disc space. This was followed by the 13 mm spacer that was placed under direct fluoroscopic imaging. We then proceeded to place the rod on the both sides. As such, we used a 300x6 mm rod. It was contoured to sit in the screw heads. We then secured the rods to the pedicle screw using the collar and nut. Once this was done, we then decided to focus on the iliac bone screw. We then continued our dissection lateral to expose the ilium. We then placed a 8 x 100 mm iliac bolt screw on the right, and a 8x 90 mm iliac bolt screw on the left. Its trajectory placement was confirmed om imaging. We then used a connector to connect the iliac screw to the rest of the rod. Once this was done, we then decorticated the facet joints at the levels above. Once this was done, we placed some bone chips and some bmt along the gutter. The bone chips were then o overlaid over the bmp.¿ (B)(6) 2014: the patient underwent post-op for t-10 illium instrumentation and fusion. Findings: unchanged vertebral body discs spacers from l2 down to l4. There has been interval placement of a disc spacer at l5-s1. Interval placement of pedicular screws with bilateral fixation rods and bony cement from t-10 down to the sacrum and iliac bones bilaterally. There is a "cross" at the t12 -l1 disc level. The pedicle screw on the left at t11 impinges approximately 4 mm into the left aspect of the spinal canal. There is more significant impingement of the spinal canal at t12 with the left sided pedicular screw impinging into the left aspect of the spinal canal approximately 7 mm. There is a single pedicular screw at the l1 vertebral level on the right. The pedicular screws minimally impinge the lateral aspects of the spinal canal at l2. Impression: interval improvement of the degenerative lumbar scoliosis with posterior fusion from t10 down to the sacrum and iliac bones. There was partial impingement of the spinal canal at several levels as described. Hardware appeared intact. Expected post surgical changes are noted in the posterior soft tissues from the thorax to the pelvis. (B)(6) 2014: findings: posterior spinal instrumentation from the level of the 10 to the sacrum. Intervertebral disc spacers at the levels l2-l3, l3-4, l4-5 and l5-s1. No evidence of instrumentation failure or complication. Bone graft material seen at the levels t11-l2. General alignment on the lateral and ap projections are near anatomical. Double j stent seen overlying the mild abdomen likely with in bowel. Density seen in relation to the hilus of the left kidney was not seen on recent CT lumbar spine. Cholecystectomy y clips in the right upper quadrant. Stable cardio mediastinal silhouette. Area of linear atelectasis in the right lung base and suggest follow up in the subsequent. Imaging: no evidence for pleural effusion or pneumothorax. Visualized pelvis and proximal "femurs" show no gross abnormalities. (B)(6) 2014: clinical history: post-op 2-stage dlif l1-l5. Complaining of severe collection of fluid lower to the incisional site and lower abdomen. Findings: posterior rods and transpedicular screws from t10 through upper sacrum. Although screws through the iliac crests. L2-3 through l5-s1 "intervertebral" disc spacers. Extensive beam hardening artifect related to the metallic hardware limits assessment of the "spinal" canal. Impression: spinal hardware is unchanged compare to prior CT from (B)(6) 2014. New elongated loculated fluid collection in the posterior midline at the site of prior surgery. (B)(6) 2014: the patient underwent examination because of recent surgery for scoliosis with more recent injury. The observations were: the cervical spine shows degenerative disc disease extending from c5-c7 with marginal osteophytes and there is partial fusion of the disc endplate of c6-7. Facets show normal alignment. The neural foramen are unremarkable. No cervical ribs were seen. The thoracic and lumbar spine shows extensive fusion of the lower thoracic and lumbar spine extending from t10-s1 with as well as a trans stent in place. No complications to the fixation. Alignment is maintained. Intervertebral disc spacers are seen extending from l2-l5. Screws are rods are intact. (B)(6) 2015: the patient underwent rad/c spine w flex/exten due to intermittent c6 radicular symptoms. There has been fusion of c6-7 with moderate degenerative change seen a the c5-6 disc interspace. On flexion extension there is limitation of cervical motion but no abnormal subluxation is seen. There is no soft tissue swelling. Neural foramen are unremarkable. There are no cervical ribs. (B)(6) 2015: the patient underwent rad/scoliosis ap lat due to chronic back pain. The results were: intact pedicular screws and rods are seen transfixing the lumbar spine extending from t11-s2 with as well fixation to the pelvis. There is minimal upper thoracic scoliosis of less than 5 degrees. A drainage stent is seen in the epigastrium. The cervical spine shows severe spondylosis especially at c5-6 and c6-7 with disc narrowing an anterior osteophytes. (B)(6) 2016: the patient went for follow up visit. Findings: posterior fixation with posterior rods, screws and intervertebral disc spacers from t10 to the ileum again noted. No evidence of hardware complication or failure. No scoliosis of the thoracic or lumbar spine. No obvious discrepancy I level of the hips. (B)(6) 2016: the patient underwent MRI/c/spine examination. The findings were:c1-2, c2-3 and c3-4 levels are unremarkable. C4-5 demonstrates mild degenerative disc disease with mild concentric disc bulging and endplate osteophyte formation. Findings combine to produce borderline spinal stenosis. There is no disc herniation and there is no significant foraminal narrowing. C5-6 demonstrates moderate degenerative disc disease with mild spinal stenosis and left-sided bony foraminal narrowing secondary to "uncovertebral" osteophytes. There is no discrete disc herniation. C6-7 level is fused. There is no spinal or foraminal stenosis. C7-t1 demonstrates mild degenerative disc disease and minor degenerative "anterolisthesis". There is no spinal or foraminal stenosis and no disc herniation and signal intensity. The impressions were: previous c6-7 fusion. C4-5, c5-6 and c7-t1 degenerative disease most marked at c5-6. Borderline spinal stenosis c4-5 with mild spinal stenosis c5-6. No cord edema or myelopathic signal change. No disc herniation. Left 5-6 bony foraminal narrowing. No other significant abnormality. (B)(6) 2017: the patient went for follow up visit. The diagnosis were: status 2 weeks post anterior lumbar fusion l5-s1 and revision for pseudoarthrosis. Lumbar x-ray from (B)(6) 2017. Findings were: two views of the vertebral column were performed while the patient was upright for scoliosis survey. Vertical rods from t10-s1 posterior instrumented fusion. There are also bilateral iliac screws present. The hardware has been revised since (B)(6) 2016. Disc spacers are again seen at l2-3, l3-4 and l4-5 disc spaces, unchanged in position and orientation since (B)(6). Anterolisthesis at the c4-5 level is also unchanged since that study. Lumbar lordosis measures approximately 57 degrees. T1 spinopelvic inclination measures -5 degrees. There is new minimal right basilar atelectasis since (B)(6) 2016. Scoliosis view radiograph. Findings were : upright standing ap and lateral spine view scoliosis series were provided. (B)(6) 2018: the patient underwent scoliosis/2 view examination. The findings were: two views of the vertebral column were performed while the patient was upright for a scoliosis survey. There are bilateral pedicle screws joined by vertical rods from t10-s1 posterior instrumented fusion with bilateral iliac screws. Note was made of disc spacers within the l2-3 through l5-s1 disc spaces. There is a grade 1-2 anterolisthesis at the c4-5 level. This is unchanged dating back to (B)(6) 2016. A grade 1 anterolisthesis is seen at l3-4 level, stable since (B)(6) 2017. No new spinal malalignments are identified. No new fracture is seen in the vertebral column. The patient has got some pain towards the left upper area of her thoracic spine at the location of top-most screw. She has 5/5 strength in bilateral lower extremities. She has exquisite tenderness to the greater trochanter bilaterally, left worse than right. Upright scoliosis x-ray the hardware is intact. The l5-s1 cage is well aligned. (B)(6) 2018: the patient went for follow up visit. Findings were: the diagnosed to add fixation right l5. Issue with the notching or contouring of the rod, then may be changing out the screw to multiaxial screws would allow positioning of the rod with less contouring. It would be highly unusual for an anterior lumbar interbody device with allograft and bmp not to fuse. CT scan and gallium scan to exclude infection as soon as these imaging are done.

Manufacturer narrative:
H10: x-ray image review results: ap <(>&<)> lateral post operative image from thoraco pelvic fixation provided no hardware failure is evident on these images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2014, metal implantable rods (the "rods") were inserted to stabilize spine during the surgery,. Following the surgery, developed severe and prolonged back pain. In (B)(6) 2016, had imaging performed in relation to her back pain. The imaging determined that the rods in her spine had broken. In (B)(6) 2017, underwent a second surgery to repair the broken rods.